Event description:
The customer reported that the insulin pump was alarming and blinking. The customer attempted to clear the alarm, but it did not stop blinking. The customer stated that she does not know if the display was frozen before or after checking her glucose level. The customer stated that the time was not advancing. The battery was changed and the insulin pump did not alarm. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.